Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient who was receiving hydromorphone and bupivacaine (both at a concentration of 10mg/ml, and a dose of 2mg/day) via an implantable infusion pump for an unknown indication for use. It was reported on (B)(6) 2017 that a healthcare provider reported that they suspected there could be an issue with the infusion system. The patient hasn't had pain control since the implant. The patient's dose had been increased from 1 mg/day to 2 mg/day over a few days and the dose increase had not contributed to a change in therapy. The pump was currently not controlling the patient's pain and had not controlled his pain since implant. The healthcare professional was providing the patient with IV meds which were not helping control the patient's pain either. The patient would also get 10 boluses per day and the patient was not feeling any different after using 8 additional boluses in a day. The patient's event logs were checked and no issues were identified. The doctor decided to increase the patient's dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.